Event description:
Pt reports that her right breast implant has malfunctioned. She has not had a physician confirm, but had pain several days before and then noted her right breast was about a 'b' cup while her left breast remains a 'd' cup. No further pain, just asymmetrical.